Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and non calcified anastomosis stricture of the vein side of a left antebrachial shunt. A v18 10cm guide wire successfully crossed the target lesion. A 4.0 x 20/40 sterling otw balloon catheter was advanced without difficulty to pre dilate the target lesion. During the first inflation at 3atms/approximately 3-5 seconds a balloon rupture occurred. Residual stenosis in the lesion was noted to be 30%. The 4.0 x 20/40 sterling otw balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).